Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was going to have a complete system explant on (B)(6) 2017. The reason for the explant was unknown. No environmental or external factors were reported that may have led or contributed to the issue. The issue was not yet resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this event is ¿alive, no injury.¿ indication for use is non-malignant pain. Additional information was received from a manufacturer representative. It was reported that there was no further information on the cause and/or issue that led to the system explant. It was unknown if any troubleshooting or diagnostics were performed prior to the explant. No further complications were reported or anticipated.